Manufacturer narrative:
A device history record (DHR) was reviewed for the lots of both returned samples. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and lot c0927x had issues with the cannula loader jamming. All scheduled maintenance and calibration activities were completed. There were no related processes or material changes related to the reported condition for this product. Process monitoring data was reviewed and there were 7 instances recorded of the cannula loader being jammed on lot c4469x and 12 instances recorded of the cannula loader being jammed on lot c0927x. A review of the machine setup was conducted and there were no issues. A review of the mec 3 machine did not show any issue with damaged cannula. There were two unopened samples returned with this complaint. One sample was from lot c4469x and one sample was from lot c0927x. The samples were visually inspected for damage to the cannula. No damage was seen on the cannula. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The most likely root cause is damage to the cannula prior to injection. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for defects and physical tested for conformance to specifications. Lots c4469x and c0927x met all acceptance requirements and were released. Non-confirmation of a defect and the root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a bydureon needle. The customer states the needle broke off and remained in her skin after giving herself her injection. She states the blue hub of the needle did not dislodge from the syringe. It remained on the syringe.